Manufacturer narrative:
(B)(4). The customer reported that the unit fails to stay powered up and fails to charge the battery. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. Replacement of the ac power module resolved the failure. The device passed all testing and remains at the customer site with the new ac power module installed.

Event description:
The customer reported that the unit fails to stay powered up and fails to charge the battery. There was no report of patient involvement.